Manufacturer narrative:
B3: the date provided is an approximation as the exact event date was not provided. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported conflicting results with the binaxnow covid-19 antigen self-test kit performed on or before (B)(6) 2024. The first test taken generated a positive result, and the second test, performed on the same day, generated a negative result. The consumer confirmed there was no injury that occurred. No additional information, including treatment, was provided.

Manufacturer narrative:
B3: the date provided is an approximation as the exact event date was not provided. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 227269 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot: 227269a, test base part number 195-430wjr/ lot: 227269. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 227269 showed that the complaint rate is 0.00132%. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 227269 showed that the complaint rate is (B)(4)%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could have possibly been related to the specific patient sample.

Event description:
The consumer reported conflicting results with the binaxnow covid-19 antigen self-test kit performed on or before (B)(6) 2024. The first test taken generated a positive result, and the second test, performed on the same day, generated a negative result. The consumer confirmed there was no injury that occurred. No additional information, including treatment, was provided.